Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a blush type IV endoleak at the flow-divider at the hip of the main device. No intervention was done. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak), (cause of event is unknown). Conclusion: (cause of event is unknown).